Event description:
It was reported that during an atrial tachycardia right (r-at) procedure, the ablation distal signal was noisy. The cable was exchanged with no resolution. The issue was resolved by exchanging the ez steer navigational 4mm catheter. There was no patient injury reported in this case. The complaint reported was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter, on (B)(4) 2013, the bwi failure analysis lab noted that there was char on electrode #1. This condition was not reported by the customer. The presence of char on the catheter is indicative of a reportable event, thus marking (B)(4) 2013 as the alert date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).